Event description:
The facility reported an infusor which leaked during filling. The device was being filled with a 275-ml solution of 91.8 ml bupivaciane (manufactured by hospira) and 183.2 ml normal saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one actual sample and twelve companion samples for evaluation. The reported condition of a leak was not confirmed. Visual examination of the units showed no evidence of physical abnormality. A leak test was performed by filling the bladders with pink-colored water and monitoring the devices for 24 hours. After the leak monitoring period, no evidence of leak was detected anywhere on the units. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the units. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.